Event description:
It was reported that 4 largebore 8 inch ext vlv sets had flow issues/blockage during use that made it difficult to push solution through. The following information was provided by the initial reporter: "I have 4 of this item that all could not get solution pushed through with a bd syringe."

Manufacturer narrative:
Investigation summary one photo was returned by the customer. It was reported by the customer that 4 of the items could not get solution pushed through. The photo shows the products, however, the photo does not verify the complaint. A device history record review for model 20059e lot number 20119626 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 large bore 8 inch ext vlv sets had flow issues/blockage during use that made it difficult to push solution through. The following information was provided by the initial reporter: "I have 4 of this item that all could not get solution pushed through with a bd syringe."